Manufacturer narrative:
(B)(4). There was no allegation of a reportable product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
During the trouble shooting of a check supply line alarm the home patient (hp) stated that she has changed out the cassette and the heater bag and was still getting the same alarm. The baxter technical service representative (tsr) explained whenever one item needs to be changed out the entire set up must be changed otherwise the set up is compromised and air has been introduced. The tsr advised the hp to dispose of current supplies and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2011 regarding the alarm. The hp reported that the issue was resolved, by starting over with new supplies. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that she discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use supplies is confirmed because it was reported in the event description that the user reused same supply bag after starting with a new heater bag and cassette. The assignable cause code was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.